Event description:
Event description cpi received information that approximately eleven months post-implant, this implantable pulse generator (ipg) presented at elective replacement time (ert), reported difficulty with interrogation, and was not pacing. During the explant procedure, the device began pacing and interrogation revealed a battery status of 'good.' The device was explanted and successfully replaced with another ipg.